Event description:
The user facility contacted steris to determine if intermediate level disinfection would address blood borne pathogens.

Manufacturer narrative:
The facility reported an employee was cut with a medical device while unloading instruments from our reliance synergy washer. The employee was in the process of transferring the instrument to a sterilizer for sterilization when the accident occurred. The user facility contacted steris inquiring whether or not intermediate level disinfection would be effective against potential blood borne pathogens. A steris account manager advised the user facility to follow internal hospital protocol for the injury that the employee sustained as the instrument had not yet been sterilized when the reported event occurred. The user facility declined to provide information regarding the detergent used during the fast cycle in which in the instrument was present. Therefore, steris cannot confirm if the appropriate detergent was utilized in the cycle. Steris will offer in-service training on the proper loading and unloading practices for the reliance synergy washer.

Manufacturer narrative:
Steris made multiple attempts to offer in-service training on the proper loading and unloading practices for the washer however, the user facility did not respond.